Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the device was pacing, the patient could feel stimulation in the chest and shoulder and would cough. Programming changes were made to the device, but they were not effective. The device and leads were removed. A new system was implanted. No patient complications have been reported as a result of this event.